Manufacturer narrative:
(B)(4). To date the incident sample has been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will submitted.

Event description:
The customer reported that during an esophagectomy/colon interposition case, the knife blade of the device got out of its track and was protruding from the jaws of the device. Another device was used to continue the procedure, and there was no harm to the pt.